Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient was unable to move their legs for eight hours after lead implant. The patient was brought back into the operating room, the paddle lead was repositioned, and the patient was able to move her legs; the issue was considered resolved at the time of report. It was noted the patient had a lot of scar tissue when implanting the paddle lead and that placement of the surgical paddle lead in the patient¿s epidural space may have led or contributed to the issue. The patient was alive with no injury at the time of report. It was noted the patient had a pacemaker and chronic leg/back pain. No further complications were reported or anticipated.